Event description:
It was reported that the atrial lead had undefined impedance and showed atrial high rates due to noise; a fracture was suspected. In addition, the patient experienced dizziness during a tooth extraction and also when leaning there head back to put in eye drops. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.